Manufacturer narrative:
Omit: b17 device not returned, c20 no findings available, d15 cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a heparin infusion was programmed via interoperability to infuse 29 ml of heparin at 1.21 ml/he using a 60ml medline syringe on a eighty three (83) inch small-bore syringe adapter set. Infusion should have ran over twenty-four (24) hours however completed in two (2) hours programming was verified by customer to be correct. There was patient involvement, however no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported a heparin infusion was programmed via interoperability to infuse 29 ml of heparin at 1.21 ml/he using a 60ml medline syringe on a eighty three (83) inch small-bore syringe adapter set. Infusion should have ran over twenty-four (24) hours however completed in two (2) hours programming was verified by customer to be correct. There was patient involvement, however no patient harm.